Event description:
It was reported that the rasp broke in the patient during a shoulder scope procedure. All pieces were removed from the patient and a backup rasp was used to complete the procedure. No injuries were noted and no further complications were noted as a result.

Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation could not draw any conclusions about the reported event without the return of the device. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. Complaint history search revealed no additional complaints for this production lot.

Manufacturer narrative:
Visual assessment of the device confirmed the reported breakage. The shaft has broken at the handle. The shaft is bent. The condition of the device indicates excessive forces were applied during use. Per the devices IFU under ¿precautions¿ ¿as with any surgical instrument, careful attention should be exercised to ensure that excessive force is not placed on the instrument. Excessive force can result in instrument failure.¿ no root cause related to the manufacture of the device can be established.